Manufacturer narrative:
Based on supplier investigation, the device history record could not be reviewed as lot number was not provided. No sample was provided for evaluation, only photos showing lint on the glove. The supplier checked on the retained sample. The average linting data was 0.12g/5 pieces and within limits (=0.38g/10 pieces). The or towel is made of cotton, so lint is born and inevitable. The intended use of or towel is to be used for applying medication to or absorbing small amounts of body fluids from a patient's body surface. Measures to better control and improve linting have been implemented. A suction process was added before products' final folding and operators perform this activity according to standard operation procedure requirements. In the folding process, one cloth bag protects 100 pieces of semi-finished products to avoid linting stuck onto the products during product transfer. The supplier simulated wiping a wet glove with the sample and found no cotton lint. Based on the investigation, all linting test data is within the acceptable range. There is no abnormal situation that has happened in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. Corrective action & preventive action ((B)(4)) was initiated in (B)(6) 2018 to address this quality issue. We will continue to monitor for this type of incident.

Event description:
The customer reported that fibers from the blue or towels pwtb03-stma are coming in the femoral heart catheter pack/ scvhdhcrvs and found on the gloves of the staff. It was reported that there was no patient injury. No patient demographics or additional qualifying information would be provided by the customer. The MDR will be filed for malfunction at this time.